Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by the philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start mrx monitor/defibrillator indicating that the device was sparking. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Based on the information available there is insufficient information to confirm the reported problem. The asp provided a quote for diagnostic service; however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the device evaluation, repair, and operational status. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the equipment was sparking when performing the triggering. No patient involvement reported at this time.